Event description:
A surgeon reported that a pt referred to him following intraocular lens (iol) implant surgery with elevated intraocular pressure (iop). The surgeon reported the iol had been implanted in the sulcus upside down and this resulted in a pupilary block glaucoma. The surgeon reported the pt also had unexpected refractive outcome. A laser iridotomy was performed. The surgeon reported he is planning to exchange the lens. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or nay identification traceable to the mfg documentation. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).